Event description:
Complainant alleged that during training by facility staff, the device displayed an "ECG fault 501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by fluid ingress. The device was labeled not for clinical use and was scrapped. Analysis of reports of this type has not identified an increase in trend.